Event description:
During a patient use, it was reported that the device failed to deliver the third cardioversion treatment and lost power. The facility biomed found several event codes logged in the device memory at the time of the event. However, the biomed was unable to reproduce the failure. The reporter informed that the failure was not reported immediately and he was unable to confirm if a second defibrillator was utilized or if the failed device was powered back on to continue treatment during the event. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the mfg facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.